Manufacturer narrative:
It was reported that an inaccuracy of 2-3 mm was noticed after post op exams. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. A full analysis of data log indicates that the registration was correctly performed. A review of the IFU indicates that information regarding patient's head fixation are provided. Although the head holder system was properly fixed, the most probable cause of the issue is a slight rotation of the head forward after registration which was not detected by the surgeon. The device is conforming and was not found to have contributed to the inaccuracy.UDI: (B)(4).

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Following seeg patient received a post-operative CT scan. Merge of pre-op exams with the post-op scan revealed that 6 of the 7 electrodes implanted were 2-3mm below trajectory. These trajectories were all temporal or occipital. The one frontal trajectory was accurate. No clinical consequences or delay were reported.